Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Refill head came off in my mouth - oral-b [device breakage]. Case narrative: consumer called stating the toothbrush refill head came off in mouth while brushing his teeth. No injury was reported.